Event description:
The patient reported their pump was explanted because the rotors were not turning and he was "getting really sick". No specific symptoms were reported. The patient is in contact with their physician who is planning on sending the pump back to the manufacturer for analysis. Additional information has been requested from the hcp, but was not available on the date of this report.